Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery alert, replace battery now alarm or battery power loss alarm noted during testing. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer's blood glucose level was 108 mg/dl at the time of the incident. The insulin pump kept saying battery getting low. The customer changed the battery but still the insulin pump did not accept it. The customer received another low battery alert and waited until the battery was drained and then they received replace battery alert. The customer tried 4 batteries. The customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Timing was less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. The customer stated that the battery was previously used. The customer reported that the battery cap was not loose, cracked or damaged. This was not the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. The customer also received stuck button alarm. They did press a button down for 3 minutes or longer. The customer was able to clear the alarm. The customer reported that the buttons were working/responding. The alarm triggered when the customer was trying to turn off the insulin pump as part of replace battery alert troubleshooting. The device will be returned for analysis.